Event description:
A customer reported that a system message displayed and could not be cleared prior to a vitrectomy procedure. The backup system would not working and could not be used. The scheduled case was cancelled; it was noted that the patient had already been given general anesthesia. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported in the event log. The company representative replaced the communication cable for diagnostic purposes. The company representative reseated the power and signal cables. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).